Manufacturer narrative:
Returned for evaluation was a solero probe. The probe was connected to the lab testing generator. The device was recognized, and the pump was activated, and the device was primed with water. Test ablations were performed, and the results are as follows: 60 watts for 1 minute: - when activated, a high reflected power message was observed. The cartridge cover was removed and the n-type was inspected. If fluid gets into the n-type it will trigger an hrp failure. The screw cap was removed and there was obvious fluid ingress. The shrink boot was poorly shrunk. The boot creates a seal that, if compromised, can allow water to get into the n-type. This is a workmanship error. The customer's reported complaint description was confirmed. The report that the probe was not functioning was determined to be a high reflected power (hrp) warning message. The root cause was determined to be a manufacturing deficiency. This reported lot was completed in feb 2020. Since that time the work instruction has been revised to clarify soldering and cleaning of the n-type. This will improve glue adhesion and fluid seal. All team members performing this work step are trained to current revisions. This reported lot was manufactured prior to this process change. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a 19cm solero applicator. During preparation, the probe tested successfully; however, after placement in the patient (1 hour placement), the applicator would not function. This resulted in 1 hour of general anesthesia time and the end user is concerned about the potential for tumor scattering. The procedure was completed with a 14cm solero applicator and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.